Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's air inlet foam filter was replaced due to preventive maintenance.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.